Event description:
The patient was never discharged post-implant. Aspiration, mucus plug, or pulmonary embolism were suspected as the cause of death. It was reported that the patient decompensated ¿fast and couldn't ventilate.¿ the patient received multiple rounds of cardiopulmonary resuscitation (CPR). The episode was not related to the vad. It was reported that the patient had many other complications following their lvad implantation including right ventricular (rv) failure, acute kidney injury (aki) requiring dialysis, respiratory failure requiring a tracheostomy (trach), a percutaneous endoscopic gastrostomy (peg) related to trach and inability to eat, bleeding, serratia bacteremia and likely an lvad pump pocket infection. It was reported that the device functioned as intended and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. Bleeding, localized infection, right heart failure, respiratory failure, driveline infection, arterial non-central nervous system (cns) thromboembolism, and pump pocket or pseudo pocket infection are listed in the hm3 lvas IFU as adverse events that may be associated with the use of the hm3 lvas. The patient care and management section of the IFU contains subsections entitled ¿controlling infection¿, ¿anticoagulation¿, and ¿right heart failure¿. The patient care and management section also lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 from suspected aspiration or mucus plug or pulmonary embolism. Patient decompensated quickly and couldn't ventilate and received multiple rounds of CPR. This episode was not related to the vad. The patient had a complicated post operative course including right heart failure, acute kidney injury requiring dialysis, respiratory failure requiring tracheostomy, percutaneous endoscopic gastrostomy related to tracheostomy and inability to eat, bleeding, serratia bacteremia and likely lvad pump pocket infection.